Event description:
It was reported that there was leakage from two (2) minicaps; further described as "leakage occurred even the minicap is closed". This occurred during use of the device for peritoneal dialysis therapy. The nurse replaced the minicap and a leak continued to be observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one sample was received for evaluation. The other minicap was not returned and therefore could not be evaluated. The sample was functionally tested with an in-lab connector and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.